Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. A visual inspection showed slight pitting of the distal lens and metal scratches on the shaft. The adhesive used to assemble the lens in the eyepiece appeared cloudy. These issues did not affect visual performance of this device and are consistent with what is observed over time as the device is repeatedly used and sterilized. A light cable was attached to the illumination port on the endoscope and viewed on a monitor. There was clear visibility through and sufficient illumination to view and capture an image with readable text. We were not able to reproduce the foggy image as described in the event description, however, after long term use and repeated sterilizations, it can be expected that the image may become compromised. This item is re-useable and must be repeatedly sterilized and handled by the user. The instructions for use (IFU) requires the user to verify that the image quality and light intensity are sufficient for the procedure before each use. If not, the user is instructed to clean the endoscope and if the image is still compromised, remove the endoscope from operation. Based upon the results of the eval, the reported complaint was unable to be confirmed. (B)(4).

Event description:
The hosp reported that the lens was foggy on the bom 7mm extended length endoscope. This was not observed in a case but rather in checking the scope. There was no pt involvement.